Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-36802- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient forgot to remove the needle guard on (B)(6) 2024. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-36802. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of record 3709030 does not require a type 2 reportable complaint to initiate a child investigation. This child investigation was created and subsequently closed to document the DHR review, which was necessary to advance the parent record to the review and summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007292, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007292 was manufactured according to the work instruction (wi) version 114 and manufactured in the line 5 on 25/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint malfunction code, therefore, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.